Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that increased pacing thresholds were also observed. The situation continues to be monitored with no plan of immediate intervention.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range pacing impedance measurements greater than 2000 ohms. There were no adverse patient effects. The physician feels that since they are close to normal device change out and the patient doesn't right ventricular (rv) pace, they will continue to monitor until the device change is performed.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. No visual and x-ray anomalies were identified in the segment. Resistance testing confirmed the electrical continuity of the portion of the lead that was returned. Pressure testing could not be performed due to an extraction stylet entangled within the lead body. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A revision procedure was subsequently performed due to the out of range measurements. This lead was removed from service and replaced. Removal difficulty was experienced during the explant procedure. The lead is expected to be returned for testing. This product issue will be updated if additional information is received.